Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The blood glucose level was 50 mg/dl. Customer stated that they had a high blood glucose and the blood glucose value was 150 mg/dl. Customer treated with food for low blood glucose. The customer decline troubleshooting for low and high blood glucose. Customer also complained for calibration not accepted and change sensor. The insulin pump will not return for the analysis. The sensor will return for the analysis. The reservoir will not be returned for analysis.